Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server, ran downtime and received messages queries, identified that message processing was delayed, attempted restarting the external messaging, net.pipe listener, net.tcp listener adapter, net.tcp port sharing, and world wide web publishing services, and escalated the issue to iest after no change was observed. The messaging status later showed delayed (from host/cce) with current admissions and profile orders processing successfully, and no further issues were reported by the customer. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, new orders did not cross over from wellsky into pyxis. Service restart did not resolve the issue, the downtime query showed an outdated successfullyprocessedlocaldatetime, and the messaging status was delayed from host/cce. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.